Event description:
It was reported that lead integrity alert (lia) was triggered. There was high short interval counts (sic), oversensing of artefacts mostly parallel with heart activity (t-wave, p-wave), high impedance and possible fracture. The pace/sense portion of the right ventricular (rv) lead was capped and replaced. The high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.